Manufacturer narrative:
Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Clinical support (cs) performed a system check and no issues were detected. Reportedly, the customer is using the supplies for 4 days or more. Cs informed the customer that using the supplies for 4 or more days is off label per the tandem user guide. Customer resumed insulin delivery. Customers blood glucose was 140-150 mg/dl